Manufacturer narrative:
The lithotripter was checked upon arrival during delivery at (B)(6) medical center and was found to function normal. The unit did not display the x-ray error message until after delivery to the operating room where the lithotripter would be used and a patient was already intubated in preparation for the procedure. The error message indicated an issue with the inverter fuse. After the inverter fuse was replaced, the unit functioned as normal. It is unknown what caused the inverter fuse to go bad between the incoming check at the facility and subsequent delivery to the operating room. The inverter fuse is a standard fuse for electrical circuit protection that is a consumable item. Dornier (B)(4) spoke with the (B)(6) medical center (B)(6) (medwatch filer) on (B)(4) 2012 via phone. It was learned that the unit worked fine after the repair and the patient was not in jeopardy at any time.

Event description:
On (B)(4) 2012, dornier medtech america, inc. Received a copy of a FDA supplied medwatch report filed by (B)(6) medical center (uf/importer # (B)(4)). The report indicated that a dornier mobile lithotripter was staged for a procedure in an operating room, but would not work. A patient awaiting a procedure was already intubated and the lithotripter was displaying an error message.